Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was due to device programming.

Event description:
During an episode of ventricular tachycardia (vt), the device did not deliver therapy due to device programming recognizing the vt as a supraventricular tachycardia (svt). The vt then degenerated into ventricular fibrillation (vf), and the device delivered an appropriate shock to terminate the arrhythmia. The device was reprogrammed to avoid reoccurrence, and the patient was stable with no consequences.